Event description:
On 8/16/96, the MFR received the following response to a device tracking polling letter from the pt's family: "to whom it may concern: the pt passed away on 9/9/95, following ininsertion of the MFR's device and complications there of. Be informed the family was not made aware of the type of device this was. There will be no signing of consent. If you wish details, contact the physician who did this!" Signed the family of the pt. On 8/16/96, a MFR rep contacted a dr from the implanting dr's facility. The dr reviewed the pt's file/record and stated that this event was due to the pt's condition, not due to the device or device malfunction.